Event description:
Same case as MDR ID# 2134265-2011-05322. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery. A 15x1.50mm apex flex balloon ruptured on the first inflation. Then a 15x2.50mm apex balloon also ruptured on the first inflation. The procedure was completed with another device. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).